Manufacturer narrative:
This complaint has been re-opened as the device has been returned for investigation. Upon disassembly, the melted sleeve caused the bearing to adhere to the hudson end. The bearing was dislodged with a knife. Without cleaning, the device was reassembled with a new bearing, a new sleeve, and the rest of the returned components. The perforator was functionally tested for cutting and drilling. It was found to meet specification requirements. The reported condition could not be duplicated. The complaint cannot be confirmed. At this time, the complaint is considered to be closed.

Manufacturer narrative:
Historically for complaints of this nature, the returned perforators have been visually inspected as received, disassembled and cleaned, and then visually and dimensionally inspected. No discrepancies have been found. The perforators have been reassembled and were functionally tested for cutting and drilling. They been found to meet specification requirements. The reported condition could not be duplicated. Reviews of the device history records have found no discrepancies. The complaints have not been confirmed. A follow up report will be filed if the investigation of this device reveals a result different from that which is stated above or if any further information regarding the cause or mode of failure is made available. Otherwise, the complaint is considered to be closed at this time.

Manufacturer narrative:
It has been communicated that the device and/or lot information is not available for evaluation. The lot number initially reported by the customer appears to be incorrect. Without the device and/or lot information it is not possible for codman to conduct a proper investigation. If at some point the device and/or lot information does become available, this complaint will be re-opened, evaluated and a follow up report will be filed. Trends will be monitored for this and similar complaints. At the present time this complaint is considered closed. (B)(4): device not returned.

Event description:
The user has noted that the perforator didnt disengage. During surgery.dura perforation occurred. The hospital has kept the defective device.